Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, passed dry leak test, prism scratched, air/ water socket cylinder o-ring chipped, right /left angulation knob play, up/ down angulation knob play, passed wet leak test, image spots, middle lcb distal cover glass glue is missing, distal tip annual maintenance, # 2 remote control button cover cracked, umbilical cable single buckled under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. O-rings and seals, air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, bending rubber, distal case/cap, remote control button. The duodenoscope was is pending repair and final qc approval as of 06-dec-2019.